Event description:
The dentist reported the abutment screw fractured, and a piece of the screw remained in the implant. The implant had to be removed.

Manufacturer narrative:
The implant was returned. There was damage noted to the implant threads and collar. There was evidence of remnant bone on the implant. There was evidence of a fractured screw inside the implant. The remaining top portion of the screw was not returned. The lot number for the screw was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive root cause has not been determined.